Event description:
It was reported the flex video scope device tested positive for an unexpected contamination. The device was tested on (B)(6) 2025, and it tested positive for 1 colony forming unit (cfu) of micrococcus luteus. The device was test again on (B)(6) 2025, and it tested positive for 1 cfu of kocuria palustris. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing, the subject flex video scope device had a "leak in the working channel, hmu, device is infectious (hiv + hep. C.)". There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the complaint investigation. Additionally, please refer to section b5 for the updated event description as clarified during investigation. Clarification: there was no event of unexpected contamination as confirmed during the investigation. The reported issue was that the customer "reported a leak", no positive hygiene microbiological investigation (hmi) report was provided. There was no patient infection reported on this event. Olympus provided the following result of the culture test performed at third-party labs: sampling date: on (B)(6) 2025. Bacteria identification: microococcus luteus. Cfu: 1. Sampling from: instrument/biopsy/suction channel. Sampling date: on (B)(6) 2025. Bacteria identification: kocuria palustris. Cfu: 1. Sampling from: instrument/biopsy/suction channel. Olympus was able to confirm the customer failure ¿leak in the working channel" and determined the following cause: "due to a pinhole on ch-tube, water tightness is lost.". Olympus will continue to monitor field performance for this device.